Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address pain. Doi unk - dor (B)(4) 2012 (right hip). Update: (B)(4) 2013 - litigation papers received. Date of implant has been provided. There is no additional information that would affect the outcome of this investigation. Update rec'd (B)(4) 2013 - pfs and medical records received. Part/lot was provided. Revision operative notes indicated corrosion and metallosis. The stem has been added. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.